Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg. X-ray confirmed that the ipg had flipped. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg site was tender and was painful. X-ray of the ipg site was done. It was noted that the stimulator lies loosely within the pocket and flips over easily. It was also in a difficult location for the patient to charge. The patient will undergo a revision procedure wherein the ipg will be possibly replaced.

Event description:
A report was received that the patient was having difficulty charging the ipg. X-ray confirmed that the ipg had flipped. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the x-ray results revealed that the ipg flipped multiple times. The patient underwent a revision procedure wherein the ipg was moved higher and sutured to prevent flipping. The ipg was not replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. X-ray confirmed that the ipg had flipped. The patient will undergo a pocket revision procedure.